Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient stated they have had constipation resulting in hospital trips with all three of their pain pumps. The patient reported they have been hospitalized three to four times with their three pumps. The patient could not give exact dates of when she was constipated. The patient reported the location of the pump caused the back-up, and it was not the medication. The patient believed the stool back-up was caused by the pump impeding their bowel movement. The patient was receiving morphine. The patient stated they have not had constipation since the pump was explanted. It had been one month since explant. Additional information was received from the healthcare provider. The hcp reviewed the patient¿s medical notes and reported the patient had been diagnosed with and treated for chronic constipation and gastrointestinal issues. The issues had been on-going. The patient had been to the emergency room multiple times for constipation. The medical notes indicated the patient went to the ER in (B)(6) of 2019 and again in (B)(6) of 2019 for vomiting, dehydration, and constipation. It was also noted the patient experienced weight loss. The hcp noted the patient¿s chart sited a hernia repair, which was done at another facility, and they did not have the date of this procedure or report any further information regarding this procedure. It was noted the patient¿s pump was in the lower left quadrant of their abdomen and the patient experienced discomfort and tenderness at the site of their pump. The hcp stated the patient reported they felt like the pump had migrated and was compressing their bowels. However, per the procedure notes the hcp stated the device had not migrated. The medical notes stated the surgeon told the patient it was not impossible for the pump to obstruct their bowel however he stated it was very unlikely. The hcp confirmed the device had not migrated. The hcp stated the patient had a history of opioid treatment including intrathecal morphine and stated that morphine can cause constipation. Per the hcp, the patient had a spinal cord stimulator implanted and elected to have the infusion system removed because of the tenderness and discomfort at the pump site. The hcp stated the intrathecal morphine dose was titrated down beginning in (B)(6) of 2018 in preparation for removal.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving morphine (2.5 mg/ml, 0.0158 mg/day) via an implanted pump for an unknown indication. It was reported it was unknown when the event/difficulty occurred, and the event occurred during normal use. The pump and catheter were explanted on (B)(6) 2019 and the pump would be returned. It was reported the hospital had possession of the catheter and the return status was unable to be determined. It was noted the patient was wanting the pump removed and she was hospitalized multiple times because the pump was backing up her stool. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ no further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no significant anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.